Event description:
Patient stated that the cap that holds the infusion set in the pump (B)(4) is cracked and cannot be screwed on. Patient has switched to back up pump. Faulty pump was not in use when malfunction occurred. Patient did not experience any adverse event. A new pump is being sent to the patient. No other information known. Reported to (B)(6) by: patient/caregiver.

Event description:
Add'l info received from reporter on 04/10/2019 on report # mw5085253; pt states ms3 pump sn (B)(4) (01/09/2020) is cracked. She states the area below the cap is cracked and she cannot screw on to the pump to hold the infusion set. She is unsure how it cracked. Pt was not in use when error occurred and did not experience any experience any adverse effects. Pharmacy will be replacing pump. Possible duplicate previously submitted on 04/02/2019.